Event description:
It was reported by repair work order that the brakes would not engage due to the arm being dislodged from the brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.